Manufacturer narrative:
PMA/510k: similar product to 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference related MFR. Report numbers: 1221359-2022-04463 through 1221359-2022-04482.

Event description:
The customer reported twenty false positive results with the ID now covid-19 assay performed on direct tested nasopharyngeal samples between (B)(6) 2022 and (B)(6) 2022. This report is for result eleven (11) of twenty (20). Confirmation pcr testing (quiastat, cobas 6800) was performed which generated negative results. The customer reported that all patients were vaccinated (number of doses unknown) and some of the patients had previously tested positive for covid -19 (dates and testing platform unknown). The patients were reported to have been asymptomatic at the time of testing. No patients were impacted and no medical treatments were prescribed based on the initial positive ID now covd-19 assay result. No additional information was received.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1067215 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot 1067215 and test base part number 190-430 / lot 1067215. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1067215 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is cross contamination.